Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-06593. It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed oversensing noise and elevated impedance on the right ventricular lead. It was also noted that the left ventricular lead exhibited high capture thresholds. The device was reprogrammed to avoid inappropriate shock. On (B)(6) 2020, during lead revision it was noted the right ventricular lead exhibited fracture; both the leads were extracted and replaced. The patient was in stable condition.